Event description:
Boston scientific received information that this right ventricular lead displayed low out of range impedance measurements. During the procedure, the stylet could not be advanced to the leads tip as resistance was met at the first rib and clavicle area. It was thought this lead was lodged between the rib and clavicle and there was insulation damage. A decision was made to surgically abandon this lead and replace it. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned, no return of product is intended. Boston scientific cannot confirm nor deny this reported allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.